Event description:
It was reported that the programmer had a "confusing reaction of the cursor to the touch pen on the screen." Troubleshooting attempts including demo programs, pacer devices, calibration, and changing the touch pen, were unsuccessful. The programmer was replaced and returned for repair. No patient complications were reported as a result of this event. It was further reported that the programmer was returned and analyzed and tested out of specification.

Event description:
It was reported that the programmer had a "confusing reaction of the cursor to the touch pen on the screen." Troubleshooting attempts were unsuccessful. The programmer was replaced and returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the programmer was returned and analyzed, and upon incoming inspection the touch-screen calibration was determined to be out of range.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.